Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the c drive was bloated, with only 5gb of space left. A technical support specialist logged into the station, found and applied ka 000012293 and 000017477. The station's disk space is now well under the threshold. The system functioned as intended after the technical support specialist troubleshot the device."

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bloated c drive. The customer stated that the user was able to remove the medications from another station, and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.